Event description:
It was reported by the healthcare professional (hcp) that the patient with this pacemaker stated experiencing shortness of breath since this device implanted. The hcp stated that the patient was connected to an electrocardiogram (EKG) machine, which showed heart rates ranging from the 40 beats per minute (bpm) to the high 100 bpm. Concerns were raised regarding the proper functioning of the pacemaker based on the irregular readings. The patient was enrolled in remote monitoring, but no transmissions occurred since the device implant. Technical services (ts) explained that external monitors reading can be inaccurate and recommended that the patient contact a cardiologist to discuss symptoms. However, the patient was two hours away from the cardiology clinic, ts suggested that the hcp performed a patient initiated interrogation (pii). This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported by the healthcare professional (hcp) that the patient with this pacemaker stated experiencing shortness of breath since this device implanted. The hcp stated that the patient was connected to an electrocardiogram (EKG) machine, which showed heart rates ranging from the 40 beats per minute (bpm) to the high 100 bpm. Concerns were raised regarding the proper functioning of the pacemaker based on the irregular readings. The patient was enrolled in remote monitoring, but no transmissions occurred since the device implant. Technical services (ts) explained that external monitors reading can be inaccurate and recommended that the patient contact a cardiologist to discuss symptoms. However, the patient was two hours away from the cardiology clinic, ts suggested that the hcp performed a patient initiated interrogation (pii). This device remains in service. No adverse patient effects were reported. According to the additional information, a device check was performed a week ago, revealing frequent premature ventricular contractions (pvcs). Device function was confirmed to be appropriate, with no reported adverse effects.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.